Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. The device was reprogrammed but the oversensing continued. Right ventricular lead involvement was not yet ruled out. The patient is stable and will be seen for further evaluation. Additional information was requested but not yet received. Related MFR number: 2938836-2017-33028.

Event description:
Additional information indicated the patient was seen for further follow up. No additional episodes were noted and the post-paced threshold was reprogrammed. The patient is in stable condition and no consequences were identified. Related MFR number: 2938836-2017-33028.